Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. Follow-up was not conducted because the initial event information indicated an issue with a device that is subject to normal wear and tear. The antenna return was not requested because the antenna is subject to normal wear and tear which results in the need for replacement; the antenna is not repairable. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the antenna. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The information is sufficient to identify the need for replacement of a device that is not repairable. (B)(4) - reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because it remains unknown if the event was device-related in any way. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Concomitant products: product ID 37092, product type accessory; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va052e7, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was requesting compatibility guidelines for an MRI. It was noted that the patient fell (B)(6) 2013 and hit their head, which resulted in pinched nerves and the patient needed an MRI. The patient was concerned because they had fallen directly on their device and after their fall they noticed that their programmer displayed a poor communication screen when using it with their antenna, however they had been able to use the patient programmer without the antenna. It was reported that patients antenna does not work and doesn't use it very often. No indication of product defect, and no patient harm reported. C500, no item returned.